Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient sustained a head trauma on (B)(6) 2012. A sero hematoma developed around the implant site, and the patient was treated with antibiotics (date, type and duration not reported). The issue reportedly recurred. The patient subsequently underwent a procedure to drain the site on (B)(6) 2013, and was treated with antibiotics for 10 days (specific type not reported). The implanted device remains.